Manufacturer narrative:
The catalog number, serial number, gtin, and manufacturing date have been added.

Event description:
It was reported that the fluid leaks onto floor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the fluid leaks onto floor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not yet been provided.